Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A clinical applications specialist reported a micro anterior capsule tear occurred at ten o'clock hour position on a patient's right eye. This was noted during irrigation and aspiration. The doctor changed how he removed the viscoelastic. The doctor feels that the device contributed to the event.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).